Event description:
It was reported that within one day of the implant procedure, the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 1882tc lead, implanted (B)(6) 2011; t510c25 tissue valve, implanted (B)(6) 2009; dtba1qq ICD, implanted (B)(6) 2014; 5867-3m adaptor, implanted (B)(6) 2014. (B)(4).